Manufacturer narrative:
Conclusion: the actual device was returned for evaluation. The drain could have been damaged during use. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and a drain used. On (B)(6) 2015 breakage of the drain was found. It was stated that it was milking by alcohol cotton frequently. There were no adverse patient consequences. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
The breakage of the drain was found on the day of surgery, but it was not identified either intra-op or post-op.